Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that when they put on their fitbit their heart was racing and when they took it off their heart rate "went back to normal." The patient's implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.